Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels for two days. The customer's blood glucose reading at the time of the call was 440 mg/dl. The customer removed the infusion set, and the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer may not have clamped the tubing correctly, and stated that she would monitor the insulin pump and call back if needed. Nothing further was reported.